Event description:
Pt was undergoing continuous veno venus hemodialysis (cvvhd). Dialysate was being pumped through fluid warmer, through the dialysis filter to another which was used as an ultrafiltrate pump. Dialysate began leaking from the co tubing set which co believes was bent due to difficulty installing the tubing. User believed leak to be distilled water used by the level 1 for heating and did not stop treatment since it was not alrming. As a result, the device on the output side of the filter, set at 100ml/hr pulled considerable fluid volume off the pt over a 10 hour period. Pt suffered dehydration. Pt required fluid bolus of 30 cc/kg body weight as medical intervention. No permanent injury was sustained by pt as a result of this incident.